Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pt reiterated that the ins began dying faster than usual despite staying on same program and same intensity starting 6 months ago. She reports also intermittent pinching sensation around battery site (states this occurs when system is on and even when it is off). She reports she has had multiple falls in the past year. Instructed patient to charge controller and ins and keep charged until meeting in office (B)(6) 2025. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The rep reported they received an email from patient stating pt is having issues with their battery. Pt reported ¿shocks¿ and that the battery produces a ¿burning feeling.¿ discomfort/soreness/pinching was also reported. Pt also noted the battery holds a charge for 24 hours and takes extended time to charge. Pt reported this issue has been occurring for ¿about 6 months.¿ patient requested to meet with representative at their next appointment in office on (B)(6) 2025. Plan is to meet with patient (B)(6) 2025. However, it was offered for rep to meet with patient at pt's pain providers office prior to this (B)(6) 2025 appointment. The cause is unknown and the issue is ongoing, and the rep noted they will submit any new information that becomes available.